Manufacturer narrative:
Batch review performed on 09 january 2019: lot 176383: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 26-12-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components explanted: liner: mpact 01.32.3644hcat hooded pe hc liner ø36/e (k132879), lot 176973: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 14.02.2023 . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: masterloc 01.39.208 cementless ti coated lat stem # 8 (k151531), lot 163572: (B)(4) items manufactured and released on 25-jul-2016 . Expiration date: 2021-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879), lot 176952: (B)(4) items manufactured and released on 14-feb-2018. Expiration date: 06.02.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 7 months after primary surgery, due to signs of infection and the pathogen is staphylococcus epidermis. The surgeon removed the cup, liner, head and stem and washed the hip out. Anibiotic spacers were implanted and the surgery was completed successfully.